Event description:
Report received from the USA stating that the drive shaft came apart. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. No additional information is available.

Manufacturer narrative:
The device has been received by (B)(4).  The investigation is still in process.  When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).